Event description:
It was reported to philips that the system's wireless footswitch was unable to connect wirelessly. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the wireless footswitch was unable to connect. Upon troubleshooting, fse reconnected the footswitch multiple times, but the issue persisted. Initially the fse replaced the base station as part of a field safety corrective action(fsca), but the issue persisted. Subsequently, both the wireless footswitch and base station were replaced. The cause of the wireless footswitch and base station failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wireless footswitch and base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.